Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21428. The pt rec'd two scs leads with the same lot number. It was reported the pt rec'd ineffective back stimulation. Additionally, the pt has not used/charged the ipg in approx five months and is currently unable to establish communication using multiple external devices. At this time, the pt is uncertain of undergoing surgical intervention to address the issue.

Manufacturer narrative:
Correction/removal reporting # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.